Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported persistent iritis and pigment in the anterior chamber and corneal endothelium in a patient who received a glaucoma filtration device implant. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of persistent iritis and pigment in the anterior chamber (ac) and corneal endothelium; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information (e.g., the presence of intraoperative complications) is provided to allow for a detailed evaluation of the case. There is no mention of device system failure. Possible root cause is that device system labeling indicates the risk of ac cells and flare (iritis) is association with device use. Cases of extended iritis and pigment dispersion were reported in the pivotal clinical trail supporting device approval; these results are also included in product labeling. The manufacturer internal reference number is: (B)(4).